Manufacturer narrative:
On 6-feb-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a pentaray nav and the catheter curve was stuck in a partially deflected position. During the procedure, it was impossible to turn the catheter, and the handle remained blocked after 2 hours. The doctor pressed button/piston but no response from device to rotate. A final mapping was to be carried out before the end of the procedure. There was no physical damage. They used another device from a different lot to complete the procedure. Device evaluation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31306335l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a pentaray nav and the catheter curve was stuck in a partially deflected position. During the procedure, it was impossible to turn the catheter, and the handle remained blocked after 2 hours. The doctor pressed button/piston but no response from device to rotate. A final mapping was to be carried out before the end of the procedure. There was no physical damage. They used another device from a different lot to complete the procedure. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and deflection test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. Deflection testing was performed, and the deflection mechanism failed due to the puller wire was found broken inside the handle. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer was confirmed. The potential cause for the broken puller wire could not be established. The instruction for use (IFU) of the device contain the following recommendations: always pull the thumb knob of the catheter back before insertion or withdrawal to ensure that the catheter tip assumes its original shape. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter (afl) ablation procedure with a pentaray nav and the catheter curve was stuck in a partially deflected position. During the procedure, it was impossible to turn the catheter, and the handle remained blocked after 2 hours. The doctor pressed button/piston but no response from device to rotate. A final mapping was to be carried out before the end of the procedure. There was no physical damage. They used another device from a different lot to complete the procedure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Manufacturer's ref.#: (B)(4).